Event description:
Customer reported that they experienced a low blood sugar event, prompting a call to an ambulance. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.